Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer changed pump supplies to resolve the issue. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.